Event description:
During a follow up, upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. All other tests revealed the device was functioning normally. No device malfunction was revealed.